Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the set up joint (suj) x and z-axis pot(s) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi received the suj involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "error 23072." Fa noted the root cause was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23103 occurred. The customer site recovered from the error, but then error 23070 occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that the system saw the universal surgical manipulator (usm) 4 was not in the expected range. The tse asked the site to exercise or disable the usm 4. The customer stated that the usm 4 was needed for the surgery. The tse found error 23072, pointing to the usm 4 or harness in the system logs. The system worked with the usm 4 disabled. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up and obtained the following additional information: the error occurred when the system was first started. The error was recovered and the system worked fine; however, the error came back during surgery. The procedure which was completed laparoscopically. There was no reported patient harm, injury, or adverse outcome.